Manufacturer narrative:
H3: 8709sc catheter: visual inspection of the sutureless connector (sc) identified coring and tearing in the cup of the connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# n247660006 implanted: (B)(6) 2010 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 17-mar-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) (5.3 mg/ml at 1.63 mg/day), bupivacaine (20 mg/ml at 6.15 mg/day), and clonidine (145.5 mcg/ml at 44.7 mcg/day) via an implantable pump for unknown indications for use. It was reported that the sutureless connector was damaged during replacement and did not fit on the new pump securely. There were no patient symptoms. The new 8696sc was aspirated successfully. There were no applicable environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at time of report, (B)(6) 2024. The patient's weight and medical history were asked, but would not be made available. The patient's status was alive-no injury. Additional information was recieved from the company representative (rep) via a healthcare provider (hcp) that stated during a routine pump replacement, the sutureless connector was removed from old pump and placed onto the new pump. The attachment did not appear secure to the doctor and while pushing pf saline through the catheter access port (cap), leakage was noted through the sutureless connector.